Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawers 1.1 and 1.2 were not detected on the bus and continued to show a "needs maintenance" status still after rebooting twice. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height drawers 1.1 and 1.2 were not displayed in application. A field service engineer (fse) opened back panel and verified that all indicator lights were on for both the pyxibus module controller (pmc) board and the drawer control boards. Then the device was shut down, and the pyxibus cable was disconnected, inspected, and confirmed to be fully seated and secured. After reconnecting the cable and rebooting the unit, hardware test application (hta) correctly displayed all drawers. Each drawer was opened, cubie pockets released, and row board cables and components were inspected and reseated. After booting into carefusion application (cfnapp), the medstation application successfully displayed the drawer, and full access was restored. The system functioned as intended after the field service engineer repaired the device.